Manufacturer narrative:
(B)(4). Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d4: lot number details are not provided. Section d4: UDI details are not provided. Method: the complaint device bc161-10 bubble CPAP system was disposed and not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and knowledge of our product. Result: the healthcare facility reported that the CPAP probe of a bubble CPAP generator was loose and slipped to a pressure level of 8cmh2o from level of 5cmh2o. Conclusion: without the complaint device return for an evaluation, we are unable to determine the cause of the bubble CPAP generator probe slipping to higher pressures. However, the reported patient consequence, temporary desaturation could have been caused due to the CPAP bubbler being empty without water. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. We note that there is a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and that a pressure manifold is used with the breathing circuit, to reduce the risk of unsafe circuit pressure. The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level.". "To reduce the risk of unsafe circuit pressure, the pressure manifold must be used.".

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that CPAP probe of bubble CPAP generator was loose and slipped to a pressure level of 8cmh2o from level of 5cmh2o. The bubble CPAP generator is part of the bc161-10 bubble CPAP system kit. The healthcare facility further reported that no water was observed in the bubbler. The CPAP kit was replaced immediately with another CPAP kit. It was further reported that no cracks were observed on the subject bubbler. It was further reported that the patient sustained a temporary desaturation but recovered to a stable position. We have requested for the return of the complaint device, but the healthcare facility confirmed that the complaint device was already disposed of.

Event description:
A healthcare facility in albany new york reported via a fisher & paykel healthcare (f&p) field representative that CPAP probe of bubble CPAP generator was loose and slipped to a pressure level of 8cmh2o from level of 5cmh2o. The bubble CPAP generator is part of the bc161-10 bubble CPAP system kit. The healthcare facility further reported that no water was observed in the bubbler. The CPAP kit was replaced immediately with another CPAP kit. It was further reported that no cracks were observed on the subject bubbler. It was further reported that the patient sustained a temporary desaturation but recovered to a stable position. We have requested for the return of the complaint device, but the healthcare facility confirmed that the complaint device was already disposed of. Fisher and paykel is in the process of gathering further information on the reported event and the patient's current condition.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is in the process of gathering more information and completing the investigation. We will provide a follow up report upon completion of investigation.